Event description:
While using the yag laser handpiece, the metal end with the sapphire tip fell off as the handpiece was being removed through the trocar sheath. Metal tip and sapphire tip removed intact from abdominal cavity.